Event description:
This report is being filed after the subsequent review of the following literature article (abstract) noorda, r.j.p, md , wuisman, p. I.j.m, md, phd. Mennen plate fixation for the treatment of periprosthetic femoral fractures. The journal of bone and joint surgery, vol. 84-a-number 12-december 2002. This retrospective multicenter study from 1994 to 1997 consists of 35 patients with 36 periprosthetic femoral fractures were treated with the mennen plate. There were 2 cases of previous surgery treated for fracture with ao plate. Complication: case#3- (B)(6) female with 2 ao plates (nonunion plate failure), cases#28- (B)(6)male with ao plate (plate failure). This report is for an unknown ao plate. This is report of 1 of 2 for complaint (B)(6). This report is for an unknown (ao plate) and refers to the serious injury of 1 patient that experience: case#3- (B)(6) female with 2 ao plates (nonunion plate failure).

Manufacturer narrative:
Device was used for treatment, not diagnosis this report is for an unknown-ao plate/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).